Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported premature battery depletion and pocket pain at the site of their evoke closed loop stimulator (cls). Several months prior, the patient reported that they underwent an unrelated back procedure, during which the implanted scs system was exposed to electrocautery. The reported premature cls battery depletion is consistent with electrocautery damage. The patient requested to explant the evoke scs system instead of replacing the cls due to their continued pocket pain at the cls implant site. The evoke scs system was explanted.